Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Reporter stated lancet protrudes beyond the end cap of the fastclix device. No accidental stick occurred. No adverse event reported. Reporter did not provide the lot number of the lancets. The manufacturer has received the product for evaluation.